Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date, stamp is blocking. The mixing was not possible any more. No further information was provided. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records (DHR) has been requested. Placeholder.

Manufacturer narrative:
After further review by post market risk manager, this event has been deemed non-reportable. Placeholder.